Event description:
It was reported that during inserting of the implant it couldn`t be removed from the acetabulum properly due to the fact that the handle(thread) of the device was broken. In the process the thread of the cap was damaged. There was a delay of 10 min.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.